Event description:
It was reported by the customer's wife that the customer got a new pump because he had a no delivery alarm. Customer's wife stated that the no delivery occurred again. Customer's wife stated that the alarm occurs when the customer tries to give a bolus. Customer's wife did not have the pump with her. Customer had a high blood glucose level and was in bed. Call was disconnected. Customer's wife was called back but there was no response. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore ,consider this report complete to the best of our knowledge.